Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate therapy for one episode of atrial fibrillation (af) with rapid ventricular response (rvr). As a result, the patient received 5 shocks. Technical services (ts) recommended to reprogram device settings. The patient presented to the emergency room (ER), was admitted and was further reviewed. The patient was later referred to a different physician which performed programming adjustments and medication was given for rate control. The device remains in service. No additional adverse patient effects were reported.